Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The plunger flippers were binding/sticking and not rotating freely. The device ehl showed "travel reverse" error and the occlusion test produced several motor rate errors. Internal inspection found that the leadscrew, clutch pack, worm gear, and worm coupling were worn. The cause of the customer reported issue was insufficient lubrication on the plunger flipper o-rings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The flipper o-rings were greased to resolve the reported issue, and the leadscrew, clutch pack, worm gear, and worm coupling were all replaced. The position potentiometer was also replaced as it may have contributed to the motor rate errors. The pump then passed all testing.

Manufacturer narrative:
B3: february is the reported month, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not reading the syringe detection, only having issues with 1mil. Got error "syringe plunger not in place." There was patient involvement and unknown patient harm reported.